Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag with batch printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. No issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.

Event description:
It was reported that shaft break occured. The target lesion was located in a vessel in a lower extremity. An opticross 18 imaging catheter was advanced for visualization. However, the image blacked out. It was then found out the catheter broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.

Event description:
It was reported that shaft break occured. The target lesion was located in a vessel in a lower extremity. An opticross 18 imaging catheter was advanced for visualization. However, the image blacked out. It was then found out the catheter broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.